Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific material number associated with this complaint. Lot numbers were indicated in the study, but we were unable to determine the material number/ lot number. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported after use the unspecified bd vacutainer tube had oil gel globules. The following information was provided by the initial reporter: in a published study the customer experienced gel oil globules.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported after use the unspecified bd vacutainer tube had oil gel globules. The following information was provided by the initial reporter: in a published study the customer experienced gel oil globules.